Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem.

Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a physician from (B)(6) of sterile peritonitis in a (B)(6) male patient coincident with extraneal viaflex therapy. On an unreported date, the patient began treatment with extraneal viaflex (dose and frequency not reported unknown) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced sterile peritonitis. On the same day, the patient was hospitalized for peritonitis and began treatment with ofloxacin 500 mg twice daily. On (B)(6) 2011, the patient began treatment with kefzol 1.5 gm once daily. On (B)(6) 2011, treatment with ofloxacin was discontinued after confirmation that a "retest of the effluent culture was negative." On (B)(6) 2011, the patient recovered from the sterile peritonitis, and was discharged from the hospital. Treatment with kefzol was reported as ongoing. Extraneal therapy was reported as ongoing. The physician reported the event of sterile peritonitis was related to extraneal therapy. The physician reported the root cause of the peritonitis was endotoxins. The physician considered the sterile peritonitis to be moderate in severity.